Event description:
Pt is an iddm who monitors glucose with a meter bid. Meter was calibrated at clinic. Reagent strip readings over 1 month period were 90 to 145. Pt subsequently reduced insulin from humulin n 20u am and 30u in pm to no insulin. It was discovered on a routine visit that actual blood sugar was 220. These false readings could have resulted in severe ketoacidosis or death. This is the only reagent strip which the insurance co will pay for.